Manufacturer narrative:
Date of event: (B)(6) 2019. Date of this report: (B)(4) 2019. No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the ventilator generated an alarm light emitting diode (led) error code. No patient harm reported. Event date not specified; estimate used.

Manufacturer narrative:
Information was received that the ventilator serial number is 100084353. The ventilator was not in use when the reported issue occurred. Reportedly, the reported issue was confirmed and the customer was sent a quote for the service/repair of the device. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the ventilator generated an alarm light emitting diode (led) error code. The ventilator was not in use when the reported issue occurred. Event date not specified; estimate used.

Manufacturer narrative:
Date of report received 07 may19. MFR received date 08 apr 19. The service engineer (se) inspected the device. The se found the led light working and replaced the power management board to address the issue. The ventilator passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.